Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is currently underway. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during a peripheral coil embolization treatment, the embolization coil would not advance and detached in the catheter. The coil was removed in its entirety together with the catheter. There was no reported patient injury or additional intervention.

Manufacturer narrative:
The implant coil was separated from the pusher upon return. The implant was stretched and damaged at the proximal end, and the monofilament was broken at the attachment bond. The pusher was not damaged and was functionally tested in an in-house introducer and catheter without issue. Although the cause of the damage could not be determined by the physical evaluation of the product, the stretched and damaged implant coil and location of the monofilament breakage is consistent with the device experiencing excessive forces.